Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), it was suspected that the patient received possible inappropriate high voltage therapy delivered for atrial fibrillation (af) with rapid ventricular response during an atrial arrhythmia. The crt-d remains in use. It was also reported that the right atrial (ra) lead was noted with exhibiting undersensing and oversensing on stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.